Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. The patient was administered antibiotics for two weeks prior to the explant; however, the infection was not resolved. No additional adverse patient effects were reported.